Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2013-09541; 2134265-2013-09628. It was reported that automatic pullback failure occurred. During an unspecified procedure, the physician attempted to perform pullback but the motor drive unit failed to do automatic pullback. No patient complications was reported.